Manufacturer narrative:
The reported events of guidewire stuck inside the lead was confirmed. As received, a complete lead with the guidewire stuck was returned in one piece. The polytetrafluoroethylene (ptfe) coating of the stuck guidewire was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin with the cap and crimp sleeve were found pulled out of the molded connector consistent with damage cause due to excessive forces applied during the procedure. The cause of the reported events was isolated to the bunching of the guidewire ptfe coating inside the inner coil at the connector region which resulted to the lead component detachment consistent with procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
It was reported that the guidewire was unable to be inserted into the lead.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the lead was unable to be inserted into the introducer. The lead was replaced to resolve the event. The patient was stable.